Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. On an unreported date in same month as the onset, the patient was hospitalized for the event. The patient began treatment with imipenem (250 mg, twice a day, given intravenously) for peritonitis. At the time of this report, the patient outcome was unknown. The action taken with dianeal therapy was not reported. No additional information is available.